Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Event description:
The account generated a falsely elevated architect magnesium result on a patient specimen that repeated in the normal range when processing on the architect c4000. Initially, the specimen generated architect magnesium of 6.1 mg/dl which was inadvertently reported outside of the laboratory. The sample repeated at 2.2 mg/dl and a corrected result report was generated. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Troubleshooting was performed and multiple parts were replaced and adjustments were made to the c4000. The c4000 analyzer was optimized by the performance of appropriated maintenance and preventive maintenance procedures, and the magnesium discrepant result issue was resolved. A product labeling review found the architect system operations manual and the magnesium reagent package insert contain adequate information for the described issue. A historical/quality data review of metrics did not identify any trend of a c4000 or c4000 part issue causing magnesium discrepant results. A complaint investigation service history review found no service history issues with c4000 serial no. (B)(4). No additional discrepant magnesium result complaints were found to have been documented for c4000 serial no. (B)(4), since the analyzer was serviced and optimized. The complaint investigation information did not reasonably suggest a device malfunction caused this issue. The magnesium discrepant result issue was resolved though the replacement of used parts, the performance of preventive maintenance procedures, and the optimization of the analyzer. No systemic deficiency or adverse trend of a c4000 issue was identified during this investigation.